Event description:
It was reported that this lead capturing the right ventricular (rv). Portable chest xray performed prior to this finding revealed lead dislodged and is in the right ventricular (rv). No symptoms. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).